Event description:
Deflation of left breast implant, bilateral breast ptosis. Bilateral breast implant exchange with another brand due to hutchison ide status. Unk if initial use of device.

Event description:
Possible deflation.